Event description:
Customer reported an incorrect version of a board was installed during repair. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer. System operates as intended.